Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate. The customer's blood glucose level was 306 mg/dl. Customer declined to further troubleshoot with tandem technical support.